Event description:
User reported a fall from the device. User reported that he struck his head and sustained a contusion. User stated that he sought medical attention at a hospital, but was not admitted. No further medical info was provided. User stated that he uses the armrests of the device to support his weight as he shifts position, and that the left armrest snapped off, resulting in the reported fall. This report corresponds to independence technology (B)(4).

Manufacturer narrative:
During telephone troubleshooting with the user, it was determined that the weld on the left armrest failed at the receiver location on the frame of the device. This event is not field serviceable, and as the company ceased sales of the product in 2005, there is no longer any capability to repair the device. The user was informed of this, and elected to attempt to have the device repaired by a local machine shop. The user is retaining possession of the device. At this time, there is no opportunity for the company to physically evaluate the device for the reported event. Events of this nature will continue to be monitored via the complaint handling system.